Event description:
It was reported that a cartridge alarm 20 during insulin therapy occurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.